Event description:
Balloon ruptured and sheared off the catheter, remaining in the patient. The balloon was a 5 french by 80 cm arrow embolectomy catheter. Staff were attempting to pull the arterial plug from the arterial anastamosis when the event occurred. The balloon remained partially opacified with contrast and was last seen in the fistula, which at that point was completely clotted with stagnant blood. Attempts to snare the balloon with another device or in pushing the balloon into the sheath with a second balloon were not successful. Patient was tender in the area staff were working throughout the end of the procedure and prior to the event; symptoms did not change afterwards. Neurovascular exam of the affected extremity was normal. No apparent harm.what was the original intended procedure?declot procedure.